Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection electrode bipolar loop failed due to non- conductivity. The issue was found during an unspecific procedure. There were no reports of patient harm.